Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead again exhibited high rv thresholds. There was no loss of capture; however, the rv outputs were increased to maintain an adequate safety margin. The patient later underwent a procedure to implant a left ventricular (lv) lead, thus having a bi-ventricular system on their left side. This lead was explanted during the procedure, and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a setscrew mark on the terminal pin and ring. The helix was fully retracted, and dried blood was noted in the lead past the helix housing. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Helix mechanism testing did not pass, noted to most likely be due to dried blood in the mechanism. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead was exhibiting intermittent loss of capture and dislodgement was suspected. A revision procedure was performed to successfully reposition the lead. The patient presented to a hospital complaining of chest pain approximately three months later, when increased rv pacing thresholds and intermittent loss of capture were again observed. It was also noted that the patient had near syncopal episodes. Another revision procedure was therefore performed. During the procedure, difficulty was experienced when attempting to gain access to the patient's coronary sinus. The physician elected to implant a cardiac resynchronization therapy pacemaker (crt-p) with an additional rv pacing lead, and this chronic rv lead was repositioned to provide more slack in the lead. Technical services (ts) discussed this second rv lead was off-label use and discussed programming differences. No other adverse patient effects were reported.